Event description:
Information notes that during the implant procedure, the pocket was closed and the patient went into ventricular fib- rillation. External defibrillation was used and intermittent loss of ventricular capture was observed. The pocket was re- opened and the leads repositioned. While the generator was still outside the pocket, the patient required a second de- fibrillation, after which it was difficult to establish tel- emetry. The pulse generator was then replaced.